Manufacturer narrative:
H.6. Investigation: a failure was reported on a bd bactec 9120 ( p/n 4422770, s/n (B)(6). Customer reported potential false positive results on their instrument. A field service engineer (fse) was dispatched and could not replicate the issue they found no problems with the instrument. The root cause was unable to be determined. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to results issues. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.

Event description:
It was reported while testing with bd bactec¿ 9120 blood culture system a false positive result was obtained. Unspecified confirmatory testing was performed. There was no indication that results were reported out, and there was no patient impact. The following has been provided by the initial reporter: it was reported that the customer reported 2 false positive bactec bottles on their bactec 9120 instrument sn (B)(6). I was able to speak with xxx. She confirmed nothing was seen on gram stain and no growth was seen on subculture plates for the two false positive bottles. She said these false results had no impact on the patients but caused additional work on their end. She was unable to provide the bottles lot numbers. One bottle was a bactec plus aerobic/f bottle whereas the second one was a bactec lytic 10 aanerobic/f bottle. Xxx doesn't believe there is an issue with their instrument at this time and will not provide a backup of the instrument database for review.

Event description:
It was reported while testing with bd bactec¿ 9120 blood culture system a false positive result was obtained. Unspecified confirmatory testing was performed. There was no indication that results were reported out, and there was no patient impact. The following has been provided by the initial reporter: it was reported that the customer reported 2 false positive bactec bottles on their bactec 9120 instrument sn (B)(4). I was able to speak with xxx. She confirmed nothing was seen on gram stain and no growth was seen on subculture plates for the two false positive bottles. She said these false results had no impact on the patients but caused additional work on their end. She was unable to provide the bottles lot numbers. One bottle was a bactec plus aerobic/f bottle whereas the second one was a bactec lytic 10 aanerobic/f bottle. Xxx doesn't believe there is an issue with their instrument at this time and will not provide a backup of the instrument database for review.

Manufacturer narrative:
Initial reporter phone#: (B)(6). Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.